Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that they received emergency medical assistance and hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 92 mg/dl at the time of the call, and 245 mg/dl at the time of admission. The customer was given glucagon to treat. The customer experienced symptoms such as being unresponsive. The customer was not wearing the insulin pump during the incident for less than 48 hours. Troubleshooting was not completed. Customer has been having lows on and off for a month. The customer was no disconnected during the rewind/prime process. The insulin pump will not be returned for analysis.